Event description:
It was reported that the customer received a battery out limit alarm. Customer's blood glucose level was unknown. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The operating currents are within specifications. No unexpected battery out limit alarms noted. The internal serial number matches serial number the back address serial number label. However, the insulin pump was received with cracked case at the display window corners, cracked belt clip, cracked battery tube threads, minor scratched lcd window and with stained end cap sticker.